Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000089394.

Event description:
It was reported the patient was unable to place their scs system into MRI mode. Later, diagnostics discovered high impedance in patient's lead. Investigation was unable to determine which of the leads attributed to the event. In turn, the patient underwent surgical intervention wherein the entire system was explanted and replaced to address the issue.